Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 4 reports linked to mfg report numbers: 3013886523-2021-00581, 3013886523-2021-00582, 3013886523-2021-00583. It was reported four patients were implanted with hakim valve (ID 823162) and developed hydromas (overdrain). The valves were set at 120mmh2o and then adjusted to the higher setting (140mmh2o) to resolve the hydroma. Patients symptoms were resolved after the programming reset.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823162) was not returned for evaluation (remains implanted) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The possible root cause for ¿developed hydromas ( overdrained)¿ issue reported by the customer could be due to a wrong adjustment.

Manufacturer narrative:
Additional information received: (B)(6) 2021 - surgery. (B)(6) 2021- postoperative day 1 CT head looked okay. (B)(6) 2021 - postoperative appointment, increased nausea/vomiting, "CT" head ordered. (B)(6) 2021 - CT head shows hygroma.